Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit that the alaris pump modules would not connect on the central medical unit. The event date is unknown. The staff stated the iui connectors are not avoided when cleaning the pump.